Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that this one touch ultra soft lancing device had broken. The complaint was classified based on the customer care advocate (cca) documentation. The pt claimed that he had stopped testing because the lancing device was broken and he had to go to the hospital about 4 to 6 months ago. He said he took an increased dose of oral medication; the type and dose were not provided. The pt did not report having specific symptoms. However, he said a result of 49 was obtained on the ER/hospital meter and a health care professional (hcp) treated him with a glucagon injection. The cca noted that the lancing device lancet holder was damaged, and there was no misuse of the product. The pt's lancing device was replaced. This complaint is reported because the pt claims that his lfs lancing device was broken, and he stopped testing his blood glucose. Afterward, he said he went to the hospital where a result of 49 was obtained and he was treated with glucagon.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.